Event description:
A family member reported that the pump was intermittently responding to button presses. The patient reportedly wore the pump attached to a belt and did not clean the pump.

Manufacturer narrative:
(B)(6). The pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.